Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 40-49 mg/dl, a loss of consciousness, and a seizure. Reportedly, the control-iq algorithm increased bolus delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 88 mg/dl, and the meter bg reading was 40-49 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Bg was treated via a glucagon injection, intravenous saline, oral pain medication, and nausea medication. Reportedly, the customer left the ER approximately 7 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.